Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated after cycling power on the architect i1000sr analyzer the module goes from intializing to warming to offline. The system never reaches stopped status. The customer has performed full system shutdown. Review of message history indicates that temperature controller board errors occurred. Error codes 7106, 7109, 7077, and 9077 were generated. The customer discovered that the heater cooler board was burned and charred. There was no smoke and no one was injured.

Manufacturer narrative:
After troubleshooting the following error codes: 7109 temperature controller board not communicating; 7007 temperature failure channel (4, 5, 16, 21), cannot reach ready status; and 9077 unable to communicate to sample handler or processing module, error (50) (apr_reagent cover heater channel), which included reseating the temperature controller board without resolution, the customer observed a "burned and charred" heater cooler board. No smoke was observed and no injuries occurred. The field service engineer (fse) was dispatched to the account and replaced the heater cooler board, which was burnt at component q9 and identified as the likely cause part. The temperature controller board was replaced as troubleshooting but was not identified as a likely cause. The same temperature and communication errors continued to occur after the boards were replaced and after the fse reseated cables, checked power supply voltages and verified that no heaters or thermistors were shorted or open on the card cage. Service resolution of the temperature and communication errors was achieved through replacement of the i1000sr card cage. A review of the i1sr51124 service history was performed and no contributing factor on or around the date of the event was found. There were no subsequent reports of smoke/burn on the new heater cooler board or any further temperature or communication errors since the card cage was replaced. The architect system operations manual was reviewed and was found to adequately address the issue. Information is provided regarding electrical hazards and addresses probable causes and corrective actions for error codes 7109, 7007, and 9077, including board or hardware failures. The 2015 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed charring on the heater cooler board was limited to a single component on the board. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.